Event description:
It was reported that an amia device experienced a high priority alarm 20198. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During troubleshooting, it was reported that the door of the amia device was opened. Renal therapy services (rts) assisted the home patient (hp) to start over with new supplies. Rts advised the hp to contact their peritoneal dialysis registered nurse regarding the issue. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h8 and h11: h8: usage of device: remove initial use of dev and replace with reuse h11: remove statement ¿the lot number is unknown¿ as the device has a serial number instead of a lot number. Additional information: h3, h6 and h11. H11: the device was received for evaluation. An internal visual inspection revealed connections correct, secured and no evidence of moisture or pest infestation and no internal part damage. A short-simulated therapy was performed and when prompted to close the door, the door was very easy to close and the latch and catch mechanism functionied properly. Therapy was completed successfully and at the end of therapy when prompt to open the door, the door opened very easily. The reported issue of the door is open alert (door is open 20198) was verified, but not duplicated during analysis. The device was determined to meet specifications for the reported issue of door is open 20198. The cause of the reported issue of door is open 20198 was undetermined. The event history log review showed door is open 20198 was present in the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.